Event description:
Related manufacturer reference number: 2017865-2022-37536. It was reported that during the procedure, the right ventricular (rv) lead exhibited noise oversensing, fluctuated pacing impedance and poor sensing. Furthermore, the right atrial (ra) lead exhibited failure to capture due to fluctuate capture threshold, failure to sense and the helix mechanism issue. The rv and ra leads was replaced and the procedure continued with the new leads on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were helix mechanism issue, failure to sense and loss of capture due to fluctuating threshold. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. The reported events of failure to sense and loss of capture due to fluctuating threshold were not confirmed. Visual, x-ray examination and electrical testing did not find any anomalies.